Manufacturer narrative:
The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
An email was received regarding a chemoclave vented bag spike in which it was reported that chemo drug leaked from air vent. Event was noted during infusion. An unknown chemo drug was involved in the event. There was no bleedback reported. The product is not a biohazard. There was patient involvement but no patient harm. There was no delay in critical therapy.